Event description:
On september 30, 2019, this patient presented with a thoracic aortic aneurysm and was treated using gore® tag® conformable thoracic stent graft with active control system [tgm454515 (l/s#:(B)(4) and tgm454520 l/s# (B)(4). On (B)(6) 2022, the physician performed an angiogram to identify a possible endoleak and performed a subsequent debranching of the thoracic aortic arch to identify disease progression proximal to the original ctag graft placement and determine if further treatment was warranted. At the time of surgery, it was determined by the physician that the appropriate treatment was to extend proximal seal using an additional ctag device. A ctag [tgm454515 l/s#: (B)(4)] was placed as a proximal extension, and the leak was noted to resolve. The patient tolerated the procedure well. Patient is reported to be doing fine.